Manufacturer narrative:
The customer's criterion ii urine analyzer was returned for investigation. Performance tests were performed with expected results. A root cause could not be determined. The instrument was evaluated and returned to the customer.

Event description:
The customer received questionable urine glucose results for one patient sample tested on their criterion ii urine analyzer, serial number (B)(4). The original urine glucose result was negative. A blood glucose was also performed and recovered high (specific results were not provided). The customer repeated the same urine sample on the same urine analyzer twice. The first urine glucose repeat result was 3+. The second urine glucose repeat result was 3+. A microscopic analysis was not performed. The original result was reported outside the laboratory. The patient was not adversely affected and was discharged after their emergency room stay. A loaner criterion ii urine analyzer was sent to customer in anticipation of the customer's criterion ii urine analyzer return to the roche for evaluation.